Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via survey that they have had found several kinked infusion sets that caused high blood glucose in the 200 to 300 mg/dl range. Customer also reported that the bottom of the insulin pump at the label sticker turned black like it was burning. Customer was called back to follow up and customer stated that the night before, blood glucose was treated with manual injection and level is stable at 116 mg/dl. Customer explained that blood glucose issues had been happening since (B)(6) 2015. Customer stated they went out of town and disconnected at departure and landing and the insulin pump was not exposed to magnetic fields. During troubleshoot; it was stated the drive support cap is recessed. Air bubbles were found in the tubing and reservoir but no insulin leak. Time, date, basal rates and bolus wizard are set up correctly. Customer had increased 3 of the basal setting. Customer was unable to complete the high pressure test.